Event description:
Reporter alleged obtaining a discrepant blood glucose result of 269 mg/dl back to back with a result of 97 mg/dl on the compact plus system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he no longer has the strips used and so no product will be returned for eval.